Manufacturer narrative:
H3) the kit svc o2 bi71000469 tank kit was replaced. It was determined that there were cracks on the device. B01 c07 d02 apply the kit svc bi71000901 tube x-ray a132 fsp, and kit svc o2 bi71000576 starter upgd kit were returned for analysis. Functional testing determined the components were functioning as designed. B01 c19 d14 apply medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3) cable was returned for analysis there were unable to confirm reported complaint, "constant beeping noise." Candlesticks and x-ray tube cable assembly passed continuity testing. No problem found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was used for 5 different spins, but on the 6th time, the unit started beeping. It was noted the battery status was full. There was no patient involvement. Additional information was received. It was found that the system would display early termination during a 3d spin.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000469, serial, lot: unknown, product ID: bi71000192, serial, lot: unknown, product ID: bi71000901, serial, lot: unknown, product ID: bi71000194, serial, lot: unknown, product ID: bi71000576, serial, lot: unknown, and product ID: bi71000416, serial, lot: unknown, h3, h6) the system was serviced in the field. In the first servicing instance, no faults were found and the system performed as intended. Codes b01, c19, and d14 are applicable. H3, h6) the system was additionally serviced at a later date and multiple issues were found. It was found that the system would display early termination during 3d spin and there was damage found to the rotor tractor drive. Additionally, error 40 and 41 were found which indicated an imbalanced kilovolts (kv) and milliamperes (ma). It was also found that the tube had charring on the anode. The "oscope" indicated there was a cable chain and tank issue, also. As a result, the rotor tractor drive, tube, tank and cable chain were replaced and the system then performed as intended with applicable generator calibrations and testing. Codes b01, c02, c07, c13, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.